Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an elderly female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("hormonal changes describe: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fungal infection ("infection (other) describe: yeast"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems,"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), endometriosis ("other injury (ies) or complication please describe: endometriosis"), arthralgia ("pain joint aches/ pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, mood swings, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, migraine, headache, tooth disorder, dysmenorrhoea, back pain, dyspareunia, endometriosis, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: date of birth - (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received: previously reported event ¿injury to herself¿ was updated to pelvic pain¿. New events- ¿hormonal changes describe: mood swings & bloating, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, infection (other) describe: yeast, migraines / headaches, dental problems, pain , dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back pain, other injury (ies) or complications ¿ please describe endometriosis, joint ache, abdominal pain¿ , reporter, patient demographic added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.